Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the connecting tube had coating peeling was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had scratch on the rubber. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. (1mm2or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the bending rubber had defects, the connecting tube; the up/down angulation lever plate; the control unit and the eyepiece had scratches, the adhesive on bending section cover had a chip and due to a pinhole on bending section cover, water tightness is lost. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.